Event description:
Attending reported that the edge of the device delaminated during surgery. The device was not soaked in any solutions and the corner where the delamination occurred was cut off. The attending continued to use the device and additional delamination occurred. Tackers were used to tack the device in place. The device remains implanted and no adverse patient consequences were reported.